Manufacturer narrative:
Engelhardt j, caire f, damon-perriere n, et al. A phase 2 randomized trial of asleep versus awake subthalamic nucleus deep brain stimulation for parkinson's disease. Stereotact funct neurosurg. 2020:1-11. 10.1159/000511424. This value is the average age of the patients reported in the article as specific patients could not be identified. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Please note that this date is based off of the date of publication of the article [or the date that the article was accepted for publication] as the event dates were not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. If information is provided in the future, a supplemental report will be issued.

Event description:
Summary: asleep deep brain stimulation (dbs) for parkinson¿s disease (pd) is being performed more frequently; however, motor outcomes and safety of asleep dbs have never been assessed in a prospective randomized trial. The authors conducted a prospective, randomized, noncomparative trial to assess the motor outcomes of asleep dbs. Leads were implanted in the subthalamic nucleus (stn) according to probabilistic stereotactic coordinates with a surgical robot under o-arm imaging guidance under either general anesthesia without microelectrode recordings (mer) (20 patients, asleep group) or local anesthesia with mer and clinical testing (9 patients, awake group). The mean motor improvement rates on the unified parkinson¿s disease rating scale part iii (updrs-3) between off and on stimulation without medication were 52.3% (95% ci: 45.4¿59.2%) in the asleep group and 47.0% (95% ci: 23.8¿70.2%) in the awake group, 6 months after surgery. Except for a subcutaneous hematoma, the authors did not observe any complications related to the surgery. Three patients (33%) in the awake group and 8 in the asleep group (40%) had at least one side effect potentially linked with neurostimulation. Owing to its randomized design, the authors' study supports the hypothesis that motor outcomes after asleep stn-dbs in pd may be noninferior to the standard awake procedure. Reported events: one patient experienced failure of implant on one side due to a technical incident. The patients were implanted for parkinson's disease. The following device information was identified in the article: lead model 3389-40.